Manufacturer narrative:
The provided calibration and qc data are acceptable. Based on this data, a general reagent issue can be excluded. The alarm trace contains multiple abnormal aspiration on the sample probe alarms. This event is consistent with a pre-analytical sample handling issue.

Manufacturer narrative:
The customer provided further details on patient ids (B)(6).the customer also provided details of a previously undiscussed patient, patient 12, where review of the patient's historical lithium results were not matching the patient's clinical picture. For patient 12 on (B)(6) 2018 a li result was 1.7 mmol/l and on (B)(6) 2018 the li result was 1.9 mmol/l. The customer stated that these two very high li results among the other normal results looked suspicious. The patient's doctor stated these results are unexpected in a patient whose li is normally stable. For patient 12 the li result of 1.9 mmol/l prompted the doctor to stop the patient's li treatment. The patient's li treatment was restarted after a short period of time and the patient's current condition was provided as stable. For patient ID (B)(6), the incorrect high li result was reported on (B)(6) 2018 as 1.5 mmol/l. The doctor reduced the patient's li dosage on (B)(6) 2018 based on this result but increased their dosage after receiving the amended result 0.3 mmol/l on (B)(6) 2018. The current condition of the patient is still not known but additional information has been requested. For patient ID (B)(6), the incorrect high li result was reported on (B)(6) 2018 as 1.4 mmol/l. The doctor was about to change the patient's li dosage when they received the amended li result of 0.4 mmol/l. The patient's dosage was never changed and there was no impact on the patient. For patient ID (B)(6), the incorrect high li result was reported on (B)(6) 2018 as 0.9 mmol/l. The patient had been on 600 mg li long term for hypomania and their dosage had been stable. The li result of 0.9 mmol/l prompted the doctor to reduce the patient's dosage to 400mg. On (B)(6) 2018 after receiving the amended li result of 0.7 mmol/l the patient's li dosage was increased back to 600mg. The patient current condition was provided as stable.

Manufacturer narrative:
The customer provided three additional patient results that were a reportable malfunction. Patient 13 had lithium results of 0.23mmol/l, 0.22 mmol/l, 0.27 mmol/l and 0.27 mmol/l. Patient 14 had lithium results of 0.22mmol/l, 0.18 mmol/l, and 0.22 mmol/l. Patient 15 had lithium results of 0.31mmol/l, 0.29 mmol/l, 0.24 mmol/l and 0.28 mmol/l. It was unknown if any of these erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The field engineering specialist could not determine a specific root cause. He performed multiple adjustments and replaced multiple parts. He ran mechanism check testing without any issues. The customer performed qc testing with acceptable results. The investigation could not identify a specific root cause due to the numerous service activities performed. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable li lithium result for multiple patients. From the data provided of 37 patients with comparable data, 11 had discrepant results that are a reportable malfunction. For patient ids (B)(6) and (B)(6), the erroneous results were reported outside of the laboratory and the patient's lithium dosages were reduced. There was no information provided to reasonably suggest that there was any adverse event caused by the change in treatment. There was no information provided to reasonably suggest that any of the patients were adversely affected. It was not clear if the erroneous results for all the other patients were released outside of the laboratory. Clarification has been requested. The field engineering specialist adjusted the gear pump head pressure. He found and fixed a kinked tubing on the cell rinse unit. The vacuum pressure was adjusted. He performed mechanism check testing without any alarms. He performed a successful cell blank. The customer performed qc testing with acceptable results. The customer performed precision testing before and after the service visit.